Event description:
New information indicated that device interrogation was again unsuccessful using two different programmers.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. No intervention was reported. The patient was doing well and would be monitored.